Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer stated that she was hospitalized due to dehydration and hyperglycemia. The customer's blood glucose was over 500 mg/dl and she received a no delivery alarm on the insulin pump. The customer stated that she initially went to the emergency room due to heavy breathing and neuropathy in her left leg. The customer could not push insulin from the reservoir into the tubing using the plunger. The customer's doctor stated that the reservoir was working correctly, when she was admitted to the hospital. Since the event, the customer has only been using the insulin pump for the basal rates, but she has received several no delivery alarms. It was found that the customer's bolusing was sporadic. The customer stated that she was hospitalized several times for kidney infections and she used the bolus feature to test the insulin pump, leading to the sporadic bolus history. Troubleshooting was performed, and the prime test passed. However, the high pressure test failed.